Manufacturer narrative:
Analysis of the ins ((B)(4)) found that the ins setscrew was backed out too far. A known good lead was attached to the returned ins and the ins and the distal end of the lead were placed in a 0.9% saline solution. Impedances were measured using a clinician programmer and normal impedances were measured on all circuits and electrode pair combinations.

Event description:
It was reported that the manufacturer representative was getting impedances greater than 4000 ohms with the 0 electrode while doing the impedance check before closing. They disconnected the battery and tested each electrode on the lead and all was good. It was noted that the impedances were run at 1.5v and 300 pulse width. They checked the header block to see if the lead was fully inserted and it did not look like it was fully in. It was reported that it ended up great after they opened up a new implantable neurostimulator (ins) and impedances were normal. Additional information received reported that the setscrew of the ins would not seat and they had tried 2 torque wrenches. It was also noted that they were having difficulty trying to take it out as well. They were going to try another ins. Additional information received reported that a different ins was tried and was successfully implanted. No malfunctions were seen and the cause of the issue was not determined but the device was being returned for evaluation. It was noted that no other intervention were taken or planned. The patient was doing well and was getting effective therapy. Additional information received reported that there were no lead fractures noted. The issue had been resolved as they implanted a different ins and it worked as it should. It was noted that the patient status was good.

Event description:
Additional information received reported that the device would be in the mail in 2 days.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information received reported that there were problems with the setscrew and they could not implant the device. It was noted that there was no patient death.

Manufacturer narrative:
Additional information received indicated that the information about trying 2 torque wrenches and having difficulty trying to take it out does not apply to this event.

Event description:
Additional information received reported that the manufacturer representative now had the device in their possession and would return it next week.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 3889-28, lot# va0ejky, implanted: 2014 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient product ID 3058, serial# (B)(4), implanted: 2014 (B)(6); product type implantable neurostimulator. (B)(4).